Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that an escape nitinol stone retrieval basket was to be used for a ureteroscopy procedure performed on (B)(6), 2009. According to the complainant, the retrieval basket would not open during functional testing, prior to stone retrieval. The procedure was successfully completed using another escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Device evaluation results indicate the basket was open and could not be closed due to a kinked sheath. The drive wire was not moving freely within the sheath, preventing the handle from being functioned. The drive wire was separated from the sheath and revealed glue like and other foreign materials. The cause of the kinked sheath is most probably due to improper application of mediglide lubricant, which allowed residue to form. Therefore, the most probable root cause of this complaint is manufacturing. (B)(4).